Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Failure with mis ratchet in lynx insertion. The procedure requires inserting and removing the implant. Changing the ratchet direction requires removing the ratchet and rotating it, which makes the above operation very difficult.